Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. A 3.00 mm x 8 mm nc emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the first inflation. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good.